Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
On 06/25/2019 zoll received a voluntary medwatch complaint (mw5087248). It was reported that the patient developed pressure sores on each side of her breasts under the shoulder straps. Additionally, the patient had heart surgery and the lifevest was in contact/rubbing the surgery scar causing an irritation. The patient also reported having larger sized breasts (double ds) and the lifevest not being designed for women and suggested enhancements. There was no alleged device malfunction. The patient did not require any medical intervention. During a follow-up call it was documented that the pressure sores had improved with the use of padding, colloidal silver and bag balm.